Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, defib cycle testing, and internal inspection without duplicating the report. The pace/defib engine board will be replaced as a precaution. The device will be recertified and returned to the customer once the repair estimate is approved. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.